Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later stated the reprocessing was verifiably carried out according to a certified and validated procedure. All employees involved in the reprocessing process are trained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no deviation from instructions for use (IFU) in reprocessing steps for the area where foreign material remained. Furthermore, no physical damage to the device where the foreign material was remained. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the maintenance process. In addition to the foreign material found in the connecting tube, the bending section cover, and the forceps elevator, other evaluation findings are as follows: there were scratches on the grip, the switch box, and the objective lens; the upward/downward knob and the forceps elevator were corroded; the scope connector cover unit and the light guide lens were discolored; the connecting tube had a cut; and the adhesive around the objective lens was chipped. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The duodenovideoscope was returned as part of the maintenance process. During routine inspection of the device by olympus, foreign material was found in the connecting tube, the bending section cover adhesive, and the forceps elevator. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.